Event description:
The patient was easily intubated with 7.0 nasal rae ett with the help of magill forceps. The bed was then turned and flows were turned down, the team had trouble maintaining positive pressure ventilation. They realized that there was no longer air in the cuff of the tube. The cuff was re-inflated with air and it immediately fell flat again. The nasal rae was removed and the patient was re-intubated with a regular oral ett with no issue. A pinhead sized hole was discovered in the cuff after removal.